Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed the rewind, basic occlusion and displacement test. No motor error alarm was noted. The pup was unable to verify no delivery alarm due to prime anomaly. The motor passed motor test. The pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and no delivery alarm from the insulin pump. The customer's blood glucose level was 11.6 mmol/l. The customer stated that she was changing the set while priming and she received a no delivery alarm. The customer was advised to retrieve the pump settings, and zero out the basal rates. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.